Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used on the patient because it did not work when initially attached as well as when reinstalled. The yellow light would not turn blue. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was returned, measuring roughly 10.54mm in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause of broken clevis and the detached fragment is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument did not work attached to the robotic arm even after reinstallation. The procedure was completed with no reported injury.